Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j344 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j344 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs and kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 217 ml of whole blood was processed when the drive tube broke. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition and started a new treatment with a new kit. The customer returned the kit and photographs for investigation.

Manufacturer narrative:
The complaint kit and photographs were returned for investigation. The provided photographs verify the drive tube broke at the location of the upper drive tube bearing stop. Examination of the received kit confirmed the drive tube broke in two pieces. In addition, the centrifuge bowl was returned and was broken into multiple pieces. Inspection of the centrifuge bowl found the bowl base in one piece, and the outer bowl in multiple pieces, indicating the outer bowl had separated from the bowl base. The four locating tabs on the centrifuge bowl base were still present. The weld between the outer bowl and bowl base was intact, indicating the break occurred in the outer bowl material and not at the weld. A material trace of the drive tube and centrifuge bowl used to manufacture lot j344 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the drive tube break was most likely a result of the centrifuge bowl break. The root cause of the centrifuge bowl break was most likely due to a separation of the outer bowl and bowl base; however, the cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).p.t. 01-mar-2021